Event description:
On (B)(6) 2012, intuitive surgical received a copy of uf medwatch report (B)(4) from the FDA with the following information: event desc: during a robotic surgery, the tip of the robotic spatula instrument broke off while being removed from the robotic arm. Surgeon explored the wound thoroughly and no foreign objects were found in the patient. X-rays were not taken because missing pieces are not radioopaque. The broken pieces were not found. Surgeon aware. Intuitive surgical rep was present and witnessed the incident. This particular instrument was purchased in 2008 and is a limited life instrument that is resterilized in our facility. This particular instrument can be used for 10 times before replacement is required. This device had been used 7 times. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). This product problem had previously been reported to intuitive surgical on (B)(6) 2012.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a break from the proximal clevis to the main tube interface. As a result of this, the clevis is dislodged from the main tube. The proximal clevis and main tube are both missing pieces. It was determined that the damage was likely due to excess force applied to the instrument. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.